Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse stated that their blood glucose continued to rise. The customer's blood glucose was 489 mg/dl at the time of the incident. The customer's blood glucose was 209 mg/dl at the time of the call. The customer's spouse stated that they treated their high blood glucose down to 218 mg/dl. The customer's spouse stated that they experienced vomiting. The time of the hospitalization was 11:30am and the date of the hospitalization was (B)(6) 2015. The customer's spouse stated that they were wearing the insulin pump at the time of hospitalization. The customer's spouse mentioned a bent cannula. The insulin pump will not be returned for analysis.